Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump did not alert the customer when she was not receiving insulin. She experienced high blood glucose levels. Her blood glucose level ranged from 300 mg/dl to over 400 mg/dl. The customer noticed kinked infusion sets. She received no delivery alarms. The product was not returned. Nothing further to report.